Event description:
Boston scientific received info that this product was part of a system explant due to a pt infection. It was also noted that the device exhibited intermittent right ventricular capture at maximum output and intermittent undersensing; however, the pt was not pacemaker dependant. The device sensitivity had been decreased to .75 mv, then the sensing was noted to be good. Intermittent capture at maximum output was still observed. It was reported that the pt had multiple medical issues and it was uncertain if the lead had dislodged or if the intermittent capture was patient-related. There was no report of adverse pt effects due to the explant procedure. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. It is unclear if this lead was implanted in the atrial or ventricular position.